Manufacturer narrative:
The insulin pump powered up properly after battery installation and was received with operating currents within specifications. No failed battery test alarms noted. However, power loss alarms, low battery alarms and power system error alarms were confirmed in the long trace. Power loss alarms occurred after the power system error alarms. Detailed trace analysis confirmed the insulin pump alarmed low battery and then the power system error alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The device was also received with a minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a low battery alert. Blood glucose at the time of the incident was 164 mg/dl. The customer changed the battery on (B)(6) 2015 and received the low battery alert the next day during normal use. During troubleshooting, it was stated that the customer inserted a new battery, the battery was expired, there were no unattended alarms, no excessive button pressing, and no frequent backlight use. It was advised that the insulin pump would be replaced. The device was returned for analysis.